Event description:
It was reported that t:slim x2 pump battery would not charge, and pump later shut down. Customers glucose level displayed "high" but exact value was unknown. Customer gave correction bolus using pump. No additional product or event information was provided.